Event description:
It was reported that a male patient, originally implanted with a dynamic hip screw (dhs), experienced pain and was revised to an osteotomy plate. A male patient was implanted with a three hole dhs plate, three cortex screws, one lag screw, one compression screw and one cannulated screw for treatment of a varus hip. Original implant date was unknown. Subsequently, the patient experienced pain. On (B)(6) 2015, all hardware was removed and the patient was revised to an osteotomy plate. There was no surgical delay. It was reported that there were no device related issues. Surgery was successfully completed and the patient outcome was fine. This report is 1 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown - dhs plate/unknown lot number. Original implant date, unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.